Event description:
It was reported that during a da vinci-assisted right lower pulmonary lobectomy procedure, the surgeon elected to convert the case to open surgery approximately one hour after console operation began. The issue occurred due to bleeding from a tear to the bronchial arteries. A cadiere forceps was being used to manipulate around the bronchi at the time when the bronchial artery injuries occurred. No forceps instrument breakage, mechanical troubles, or a malfunction of a da vinci product malfunction were alleged. The location of the injury could not be identified robotically. Hemostasis was attempted by compression after a small incision was made. However, the bleeding could not be completely stopped by a mini-thoracotomy. The surgeon then made the clinical decision to convert to open surgery based on difficulty in identifying the bleeding site and controlling the bleeding. The estimated amount of blood loss was about 150ml. No blood transfusions were required. The open portion of the procedure was completed without issue. No post-operative complications have been reported.

Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. There is no allegation or report of a malfunction of a da vinci system, instrument, or accessory. A follow-up MDR will be submitted if additional information is obtained. A system log review was performed for this procedure. No relevant errors were observed during this procedure. No image or video clips for the reported event were submitted by the customer for review. This complaint is being reported due to the following conclusion: during a da vinci-assisted right lower pulmonary lobectomy procedure, bleeding from a tear to the bronchial arteries occurred. At the time the complication occurred, a cadiere forceps instrument was being used to manipulate around the bronchi. The location of the injury could not be identified and the bleeding could not be completely stopped by mini-thoracotomy. The surgeon made the clinical decision to convert to open surgery based on difficulty in identifying the bleeding site and controlling the bleeding the cause of the operative complication is unknown.